Manufacturer narrative:
No report of patient involvement. The date of manufacture is currently unavailable. The power switch was replaced to fix the reported issue.

Event description:
During depot repair, the ge healthcare technician found an on/off switch issue which would cause the unit to reboot. There was no reported patient involvement.